Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's blood glucose level was mostly in the 200's (mg/dl), and occasionally in the 300's (mg/dl). To address bg level, the customer delivered a correction bolus via the pump. Additionally, the customer was still in the process of getting the carbohydrate ratio settings adjusted. At the time of the call, the customer's bg level was 111 mg/dl.